Event description:
On (B)(6) 2012, the patient's blood glucose was elevated to 496 mg/dl and subsequently discovered a bent cannula issue at the time of concern. Reportedly, the patient had symptoms described as shortness of breath, nausea and vomiting as well as chest. The patient was able to administered self treatment with 10 units of novolog 70/30 per the hcp's directions. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was a bent cannula associated with the alleged incident. The animas representative concluded there was no pump malfunction associated with the alleged event. This is complaint is being reported because the patient had elevated blood glucose with symptoms suggestive of hyperglycemia while on insulin pump therapy and had issue with a bent cannula.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: the pump history was reviewed and showed that date beginning on 06/19/2013. The black box and history for the event date on (B)(6) 2012 are overwritten and can no longer be reviewed. No activity outside of normal use is observed. The total daily doses added up correctly and revealed the user¿s programmed basal rate. During a 29 hour flow accuracy test the pump was found to be delivering within the required specifications. The force sensor calibration was found not to be within specifications. The force sensor resistance was within specifications. The complaint was not able to be duplicated because the pump information for the complaint date has been overwritten.